Event description:
It was reported that the ventilator alarmed for high peep (positive end and expiratory pressure)and high pressure while it was connected to a patient. The ventilator was disconnected from the patient and it was manually restarted. The ventilator was connected back to the patient but the high peep alarm remained. The ventilator was replaced with another one. After the change of the ventilator, the patients' minute volume more than doubled, with the same settings. There was no patient harm reported. (B)(4).

Manufacturer narrative:
No parts were replaced. Our investigation was based on the received device logs evaluation and information provided to maquet from the hospital. The ventilators' logs contained alarms that indicated the expiratory pressure increased at the time of the event. The logs do not contain any technical alarms to indicate that there was a ventilator malfunction at the time of the event. Additional information received from the hospital stated that a filter was connected to the patient. The filter was not replaced, after the medical staff tried for a second time to reconnect the patient, and the situation recurred. The user's manual includes warnings that, the user must carefully monitor the expiratory airway pressure to protect the patient against accidentally high airway pressure when using the filter. Our conclusion in the matter, based on the available information, is that the cause for the reported event was a clogged filter. The ventilator, onto which the filter was connected, alarmed for the situation according to its specifications.

Event description:
(B)(4).